Manufacturer narrative:
Section a4, a5, a6: unknown/asked but unavailable (asku). Section b3: date of event: exact date unknown/not provided. Only provided as 4 years ago. Section d1: brand name: unknown, as the serial number was not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, the account and consumer did not have additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient reported experiencing bright light and glare in her vision, significantly impairing her ability to see well at night. This issue has persisted for four years and has progressively worsened over time. The patient was unable to provide the serial number of the lens currently implanted in the left eye (os). Through follow ups, it was learned that the patient had posterior capsule opacification (pco) in the left eye and underwent yttrium-aluminum-garnet (yag) laser capsulotomy procedure on (B)(6) 2024. The patient indicated that her left eye is fine and no longer has any issues with that eye. No further information is available.